Event description:
Related manufacturer reference number: 2017865-2021-36299. It was reported that the right atrial (ra) lead exhibited noise, and the right ventricular (rv) lead exhibited oversensing of noise. The patient did not receive inappropriate therapy. The ra and rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.